Event description:
It was reported that the patient had presented with chest pain and swelling and was admitted to the hospital. The patient was released after four days of treatment with medication. The outcome was considered resolved and the associated device remains in use. The patient was enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).